Manufacturer narrative:
This report is for an unknown ten/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following retracted journal article, chen, h. Et al. (2014). A randomized prospective study of two different combined internal and external fixation techniques for distal tibia shaft fractures. International journal of the care of the injured. (45; 1990-1995). This study compared external fixation combined with closed reduction and internal fixation (ef + crif) with external fixation with limited open reduction internal fixation (ef + lorif) in the treatment of distal tibia shaft fractures, and explores the benefits and deficiencies of the two techniques. The study included fifty-six randomized patients between the ages of twenty and fifty-five years with displaced distal tibia shaft fractures who had operative stabilization either by an external fixator combined with two closed titanium elastic nails or external fixation combined with limited open reduction and internal fixation between february 2003 and september 2012. If a patient had a fibular fracture, a 2.0-3.0 mm diameter titanium elastic nail (ten) was inserted in a retrograde fashion through the tip of the lateral malleolus to fix the fibular fracture first. After fixation of the fibula attention was turned to fixating the tibia fracture. The tibia fractures were fixated with either closed reduction and internal fixation or limited open reduction internal fixation then stabilized with a competitor&#38112;external fixator. There was no loss of reduction or hardware failure observed in either group. The ef + crif group had no wound complications while two patients in the ef + lorif group showed local skin necrosis around the incision and three showed superficial infection but all had healed after six weeks. Acceptable alignment was obtained in fifty patients, there was six cases of malalignment greater than or equal to five degrees. In the ef + crif group, two cases had six degrees of recurvatum deformity and four had six to nine degrees of valgus deformity. No patients in either group had greater than ten degrees of varus/valgus or ante-/recurvatum malalignment, rotational malalignment of greater than fifteen degrees and shortening of greater than one centimeter. There were three cases of pin track infection in the ef + crif group and four patients in the ef + lorif group. Five fractures (two in the ef + crif and three in the ef + lorif) showed delayed union but did not require secondary procedures. There was one case of ankle pain in the ef + lorif group. Five fractures (two in the ef + crif and three in the ef + lorif) showed delayed union but did not require secondary procedures. There was one case of ankle pain in the ef + lorif group. This is report 1 of 1 for (B)(4). This report is for an unknown 2.0-3.0 mm diameter titanium elastic nail (ten).